Event description:
On (B)(6) 2013, the healthcare provider/reporter contacted animas on behalf of the patient to ask if there is someone who could come to the hospital to check to see if the animas pump is working properly. The patient was unconscious at the time of concern and had a blood glucose reading of 1275 mg/dl. Animas has made 3 attempts to contact the patient back for more information but was not successful. At the time of the call to animas, the patient was still hospitalized. This complaint is being reported because the patient was hospitalized with elevated blood glucose above 1000 mg/dl while he was on insulin pump therapy. Although there was no evidence of a product malfunction, animas could not rule out the subject insulin pump as a contributor of the reported event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: no defect was found. The last basal delivery was on (B)(6) 2013 and the last bolus was a 4.75u bolus delivered on (B)(6) 2013. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a 29hr flow accuracy test. Pump found to be delivering accurately and within required range. No alarms occurred during testing. Unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.